Event description:
It was reported that during preparation for a percutaneous coronary interventional procedure, wire damage was found. As the floppy rotawire was removed from the packaging, the tip was found to be 'frayed'. The device was never used on the pt. The procedure was completed with another of the same devices, and pt status was reported as 'good'.